Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned product noted no abnormalities. Microscopic inspection of the single use loading unit (sulu) found cracks on the inner tube and the articulation knob did not function properly. It was reported that there was difficulty in securing the reload on the device, the articulation was insufficient, and the reload could not be adjusted to the expected position. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the knob was over torqued due to excessive manipulation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the device is in fire mode and the lock switch button is in the forward position upon inserting and removing the device from the trocar. Retraction of the lock switch button in reload mode will cause the reload to be released and potentially fall into the body cavity. At the end of the procedure ensure that all reloads that are in the sterile field have been accounted for. Appropriate force should be applied to the handle of the device when placing tacks. Excessive force may result in damage to the tissue, device or the material being fixated. Prior to tack deployment, ensure that the distal tip of the device is at a right angle to the targeted tissue to facilitate appropriate insertion of the tack. After tack deployment confirm full insertion of the tack into the mesh or tissue, the shoulder of the tack should be flush with the surface of the material being fixated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the fixation of mesh in muscles on a laparoscopic inguinal hernia surgery, there was difficulty with loading the reload onto the handle. It was noted that after the loading issues were experienced, the reload was used in patient and the device articulating knob and articulation shaft was not working. Another device was used to complete the case. The surgical time was extended for more than 30 minutes. There was no patient injury.